Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of device data confirmed this is consistent with latent gate oxide anomaly, device replacement was recommended. It is likely that the patient's right ventricular (rv) lead should be evaluated and considered for replacement. The pacemaker remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of device data confirmed this is consistent with latent gate oxide anomaly, device replacement was recommended. It is likely that the patient's right ventricular (rv) lead should be evaluated and considered for replacement. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations of premature battery depletion.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of device data confirmed this is consistent with latent gate oxide anomaly, device replacement was recommended. It is likely that the patient's right ventricular (rv) lead should be evaluated and considered for replacement. The pacemaker remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.